Manufacturer narrative:
The insulin pump was received with blank display due to interface board component broken solder joint. The device also had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose value was 341 mg/dl. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded. He stated that the insulin pump had been dropped or bumped but not hard and mildly splashed but not submerged in water. He was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display did not return. The customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was immediately replaced since he did not have a back-up plan. The customer returned the device for analysis.